Event description:
It was reported that the tandem-provided charging supplies began smoking. Reportedly, the pump was charging during the event. There was no adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.